Manufacturer narrative:
Reference record 1116776. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed a stoma site infection. On (B)(6) 2017, patient was seen by physician and was treated with unspecified antibiotic medication for 10 days.